Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the insertable cardiac monitor exhibited undersensing. It was suspected that the device had been displaced in the pocket. Programming changes were made to address the electrical issue and the patient would continue to be monitored.